Manufacturer narrative:
The check of the DHR of the adaptor taper (lot # 201605321) and humeral body (lot # 201314317) involved did not show any dimensional anomaly on the 51 adaptor tapers and 35 humeral bodies manufactured with these lot #. A total of 29 adaptor tapers and 28 humeral bodies were used with the above lot # without receiving other complaints on these lot #. We also received the explants and analyzed them. A dimensional check on the adaptor taper and humeral body confirmed the absence of dimensional anomalies on them. A functional check was also performed with the pieces. After assembling humeral body and adaptor taper as per surgical technique, an axial pull-out test was performed to measure the force needed to separate humeral body and adaptor taper. This force was measured to be 1061n. Considering that the coupling between humeral body and adaptor taper undergoes a compressive (not tractive) load "in vivo", a post-op disassembly between these 2 devices should never occur if the devices are properly coupled. Lima corporate pms data: a total of 5 cases of post-op loosening/dissociation between adaptor taper and humeral body were reported, on a total of 33306 smr anatomic implants (revision rate: 0.015%). For the other similar cases, involving different lot # of adaptor tapers and humeral bodies, the root cause was identified to be a suboptimal implant technique, leading to the incident within short time (2-3 weeks) in all cases reported. None of the 5 cases was classified as product-related. No corrective actions planned. Lima corporate will keep monitored the market.

Event description:
Smr anatomic hemi implanted on (B)(6) 2016. According to the info reported, post-op disassembly between humeral body and adaptor taper, requiring a revision surgery. Exact date of revision is unknown, but was performed within 15 days since implantation. Event happened in (B)(6).